Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 4 years post implantation due to the stem fracturing. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One echo por fem red lat nc 12x140 item# 192512 lot# 992360 approximate age of 10 years was returned and evaluated. Upon visual inspection the stem taper had fractured and could not be removed from the head. The stem shows gouging on the shaft and flat. Fracture artifacts suggest a fatigue failure initiating on the superior side of the stem; however, there are insufficient is cernable artifacts to confirm the failure mode. Sem found fatigue striations and ductile dimples, confirming a fatigue failure culminating in overload. Xrf analysis found the stem material to be consistent with ti6-4 titanium alloy. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues adherent subcutaneous tissue over greater trochanter was excised, stem fracture at the taper as reported. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.